Manufacturer narrative:
An event of was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient¿s implantable cardioverter defibrillator exhibited an episode where the device misdiagnosed the patient¿s ventricular tachycardia episode as a supraventricular tachycardia. The device correctly diagnosed the episode after some time and delivered the appropriate therapy. Programming changes were suggested but have not yet been made.